Event description:
The customer reported a pt was admitted to the hosp after her insulin pump disconnected at home, her blood glucose was 700. She was put on an insulin drip. The insulin drip was stopped at 2330 on (B)(6) 2013. It was resumed at 0250 on (B)(6) 2013, at 2ml/hr with a 100ml bag. At 0400, the bag was found empty. The pts blood sugar was 56. Pt had dextrose administered (d50 and d10). The pt's blood sugar later stabilized. Customer states that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Log review only, device was not returned. The pcu event log shows the insulin infusion was originally programmed at 2:32pm on (B)(6) 2013. The user chooses insulin 100unit/100ml through guardrails. The concentration is 1unit/1ml. This infusion is stopped at 11:19pm with 54.284ml recorded as being delivered. At 2:53am on (B)(6) 2013, the user restarts the infusion, however, instead of selecting insulin 100unit/100ml, the user selects the custom concentration of insulin. The user entered 2unit for the drug amount and 100ml for the diluent volume. This makes the concentration 0.02unit/ml. The user selects yes to the guardrails warning that the concentration is below the guardrails limit of 0.5unit/ml. The user then enters 2ml/hr for the rate, which makes the dose 0.04 unit/hr. The user enters 100ml for the vtbi and starts the infusion. The user selects yes to the guardrails warning that the dose is below the guardrails limit of 1unit/hr. At 2:54am, the user changes the dose to 2 unit/hr. This changes the rate to 100ml/hr. The infusion completes at 3:55am after infusing 100ml. The volume infused recorded up to this point is 154.305ml. The root cause of the customer's experience was identified as a user programming issue.